Event description:
It was reported that the device had burning smell. There was no patient involvement.

Manufacturer narrative:
Correction: returned to manufacturer on: annex b: b21, annex c: c21, annex d: d16. Additional information: concomitant med prod data: annex a: a0401, a1801, annex b: b01, annex c: c0201, c07, c0601, annex d: d15, annex g: g02017, g04088. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported incident of the device burning smell was not definitively confirmed through review of the logs or during laboratory testing. During external inspection, thermal damage was observed on male iui. The ¿as-received¿ inspection of the pump module found the device to have the manufacturer seal intact (this finding indicates the device has not been opened after leaving bd manufacturing or san diego repair center). The right (male) inter unit interface (iui) was observed to have thermal damage on pins 13 and 14 and on top of the housing. It was also observed that isolation rib between pins 7 and 8 was damaged. All inspected parts were manufactured by bd. During log review it was noted that the suspect pump module was powered on attached on 30 january 2026 at 12:14 pm. An infusion was programmed with a rate of 999ml/h and volume to be infused (vtbi) of 2100ml. The infusion was started. There were no records of the pump module being powered off, suggesting it was detached from concomitant pcu. No more infusions were recorded. During laboratory testing, the suspect pump module was attached to a dchu test pcu. The system was turned on to observe the presence of smoke and/or burning smell. When the pcu was powered on, it was noted that the pump module did also power on and that there were no signs of smoke or a burning smell coming out of the unit. Resistance was measured between adjacent pins of the inter unit interface (iui) connectors to determine if a short was present. All pins measured infinite resistance, as expected of a good connector. The right iui connector was temporarily replaced with a known-good iui connector for testing purposes only, and the system passed all preventative maintenance tests. A one-hour infusion was also programmed at a rate of 100 ml/hr and no issues or anomalies were observed during the infusion. The device was operating as intended the bd alaris¿ system with guardrails¿ suite mx user manual v12.3 (dir: 10000365842) notes that regular inspection for damage is required before usage and that failure to perform can result in improper instrument operation. Best practices for cleaning bd alaris¿ system devices (dir 10000363928) provides procedures and information for cleaning and disinfecting the bd alaris¿ and alaris¿ systems. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause the probable cause of the reported device having burning smell was not definitively determined. The observed melting of the connector housing is being attributed to a thermal event caused by a short circuit, due to liquid accumulation, contamination, residue buildup, and/or corrosion between the iui pins. The exact nature of this residue accumulation could not be determined. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had burning smell. There was no patient involvement.